Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('hemorrhaging') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced mood swings ("mood swings"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 months 14 days after insertion of essure. The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, mood swings, depression, anxiety, dysmenorrhoea, dyspareunia and abdominal pain had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received- previously reported event "injury" updated to "pelvic pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mood swings, depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, genital bleeding", reporter, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.